Manufacturer narrative:
Analysis confirmed the customer comment that the ventricular clip was damaged, the output connector assembly was broken. It was additionally noted that the hanger assembly was contaminated and both display wires were pinched with the red wire insulation compromised. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular clip of the external pulse generator was damaged. The external pulse generator has been returned for repair and a requested test and calibration procedure. There was no patient involvement.